Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited some pacing impedance spikes from 400 ohms to 1600 ohms on the right ventricular (rv) channel. The patient also noticed a heart rate of 40bpm was recorded on his apple watch. Threshold measurements were within range and device outputs were programmed appropriately. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.